Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision which took place (B)(6) 2018, rep was made aware of a revision which was performed on (B)(6) 2016 of patient's left knee due to loosening of the gmrs cemented stem. Rep was not present for the procedure. This event is for revision of primary on (B)(6) 2016.